Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturer reference: 3005334138-2017-00078. During a pulmonary vein isolation procedure, a pericardial effusion occurred. After completing isolation the patient became hypotensive and an echocardiogram revealed a pericardial effusion in the left atrium for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.